Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the surgeon could not make the second fire of the device, because the tcr10 cartridge locked in the beginning. Only the cartridge is being sent in for analysis. Another instrument was used to complete the case. There was no consequence to the pt.